Manufacturer narrative:
All of the info on this form was completed by the MFR. Unable to obtain product for eval. Customer did not respond to attempts at acquiring product for eval, pt info and product lot number.

Event description:
It was reported that, during a uretoscopy procedure, using 10 pulses per second and 10 watts setting, the fiber broke off near the proximal end at the laser aperture. The procedure was stopped because there was no alternate (replacement) fiber. No injuries were reported. Note: "approx 800 joules have been used in the procedure. There were no obstacles between the fiber and sterile field".